Manufacturer narrative:
(B)(4) - the intraocular lens was received in a condition that precluded measurement of the diopter. The initial implant was replaced with the same model of a higher diopter. Manufacturing records were reviewed and showed no deviations. A review of complaint records revealed that no additional complaints from this lot were received. Based on our investigation and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive but not thought to be related to the iol.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced 1 week after implant without complication. The reason stated was due to wrong power implanted and the power needed readjusting. The lens was replaced with the same model lens, 1.5 diopter higher power.